Event description:
During a re-intervention performed in order to increase the atrial lead stack, it was identified blood infiltration in the ventricular port (distal area). A new pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.